Manufacturer narrative:
The insulin pump returned with broken and detached end cap. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to detached end cap. However, the drive support disk was inspected and no anomaly was noted. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted.

Event description:
Customer stating that she is on her way to the hospital. The blood glucose readings are high and are not coming down. Customer has treated with manual injections. The backside came off and broken. The blood glucose reading is 356 mg/dl. Customer stated that the drive support cap has come out. Popped out during prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.